Event description:
Consumer complaint of blood result reading of "lo." Customer states that she has symptoms of hypoglycemia but confirms that she does not require medical attention. Customer's expected blood results are 130-180 mg/dl. Verified the strips expire 06/30/2016. Customer confirms the strips are stored in her bedroom and that the strips were first opened (B)(6) 2014. Reviewed meter memory: lo (B)(6) 2015 11:22:55 am fasting: no; lo (B)(6) 2015 07:29 pm fasting: yes; lo (B)(6) 2015 07:28 pm fasting: yes; 127 mg/dl (B)(6) 2015 09:25 pm fasting: yes; 102 mg/dl (B)(6) 2015 11:32:55 am fasting; no. Adverse event not reported.

Manufacturer narrative:
(B)(4). No defect found in meter. Defect found with returned strips, returned test strips produced lo readings on all levels. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.